Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it started running as soon as connected to the console (in lock position). It was noted the electronic control unit/electric motor was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the electric pen drive device turned on by itself even in the lock position while in use with a cable device. There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information becomes available a supplemental medwatch will be submitted accordingly.